Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that the circumstances/cause of the issue was that they felt a ¿sting¿ or prick¿ when they changed position or put pressure on the device (e.g. Sitting or lying down). The patient had been on programs 3, 5, and 6. Program 7 was the only one that gave the patient the pin prick sensation. After about 3 days on program 7, they changed to program 6 and felt no more pin prick or unpleasant sensation (¿no more problem¿). They also mention that a change in position relieved the sensation. The issue was reported as resolved after they changed to program 6. They had not tried program 7 again. The patient was going to tell their physician about the issue at their next appointment on nov. 25. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had received the therapy in (B)(6) 2019 but had to switched through most of their groups. They stated that they were getting over 50% relief but still had accidents. The patient had tried programs 3, 5, 6, and 7. They noted that program 7 they had a painful pin prick sensation at the battery site so they changed to program 6 which was working but not as good as they would like it. The patient indicated that they had tried each program 1-3 months. It was reviewed how the programs worked and to keep a diary of each program to show their healthcare professional (hcp). Therapy considerations were also reviewed with the patient. There were no further complications reported or anticipated.